Manufacturer narrative:
The returned ipg (sc-1132 sn (B)(6)) was analyzed, passed all tests performed, and exhibited normal device characteristics. Unable to confirm the as reported observation with testing of the product return. Hence, the probable cause selected for this complaint is no problem detected.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient recently had and si injection but provided no relief. The patient will undergo a revision procedure. Additional information was received that the patient underwent a revision procedure wherein all devices were replaced and will be returned. The patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient was given sacroiliac joint injection but provided no relief. The patient will undergo a revision procedure.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient recently had and si injection but provided no relief. The patient will undergo a revision procedure. Additional information was received that the patient underwent a revision procedure wherein all devices were replaced and will be returned. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 19038701/19043538.